Manufacturer narrative:
(B)(4). If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted. During the implant of the model pcb00 lens, there was an issue where the cartridge split during insertion. The surgeon did not notice this until he came out of the eye and upon removing the cartridge, an abrasion of the cornea occurred. No further information was provided. The lens remains implanted.

Manufacturer narrative:
Corrected data: in the initial MDR was populated with an incorrect date. The correct date is (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Product evaluation: the intraocular lens remains implanted in the patient's eye, no product was returned. Therefore a returned product investigation was not possible. Manufacturing record evaluation: a review of the manufacturing process was performed. The preloaded delivery systems/lenses were manufactured within specifications and released according to specification. The visual inspection specifications for defects are defined to release lenses within specifications and in compliance with the product intended use. A search of complaints revealed that no other complaints for this production order were received. There were no non conformance or deviations reported during the manufacture of the lens. Based on the investigation, there was no indication of a product quality deficiency. The lens met specification prior to release. Labeling review: the directions for use (dfu) were reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lens and delivery system. As the intraocular lens was not returned; the complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional data: age/date of birth: (B)(6). Corrected data: date of event corrected to (B)(6) 2015. If implanted; give date has been corrected to (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.